Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In mid-july 2024, the parent reported the user's hearing had declined. The user was re-implanted on (B)(6) 2024.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
According to the user's parent a minor decline in hearing performance was observed in early (B)(6) 2019. The user was re-implanted.